Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test , rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. No alarm or lost of memory anomaly noted. The insulin pump had cracked battery tube threads, reservoir tube lip, cracked case at reservoir tube window corner and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received blank display. The customer¿s blood glucose was 172 mg/dl at the time of the incident. The customer was advised that the device would be replaced. Customer agreed to return the insulin pump for analysis.